Event description:
A beckman coulter (bec) field service engineer (fse) reported the sheath tank on the coulter 780 hematology analyzer was overflowing into the vacuum system. The fse stated that partial aspiration errors were also observed. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed vacuum errors and aspiration issues. The fse stated that the aspiration pump was replaced which resolved the issues. The erythrolyse pump and diluter two cards were replaced as part of incidental service. No erroneous results were associated with this event as the fse stated that all numeric results were considered correct by the customer. The fse also stated that the fluid overflow was within the instrument and there was no exposure to the operator. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).